Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report of no image was confirmed. No image was noted due to a faulty charged coupled device unit. Additionally, it was noted that the unit was equipped with a non-olympus cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported the olympus hd autoclavable camera head was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, the procedure was completed by using a similar device and the patient's overall outcome was good.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no image appearing was confirmed to be due to a defective charge coupled device. A definitive root cause for the defective charge coupled device could not be identified. Olympus will continue to monitor field performance for this device.